Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted one day post implant as it was determined the lead length was not satisfactory. No additional adverse patient effects were reported.